Event description:
Ge 1.5t signa hdx mr system showing intermittent fault codes vendor rep notified system detecting high voltage fault facilities monitored power going to MRI situation resolved.

Event description:
MRI showing intermittent fault codes vendor rep notified system detecting high voltage fault facilities monitored power going to MRI situation resolved.